Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a liquid crystal display (lcd) screen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an lcd with a line across the screen. The rse discussed with the customer about upgrading from 1st generation lcd to 2nd generation; the customer was also informed the customer to include the upgraded software from 2.1 or higher. The customer was provided with the part number for a replacement user interface assembly. A philips remote service engineer (rse) assisted the customer and determined that the issue was due to a failure related to the user interface (ui) board; however, the repair cannot be conducted at this time, due to a back-order status of a part suspected part (ui board) needed for correction. The recommendation made by the rse aligns with the recommended repair of the reported malfunction per the service manual. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.